Event description:
It was reported the device was unable to self check. No patient involvement reported at this time.

Manufacturer narrative:
The fse evaluated the device onsite and found the issue. The fse confirmed the cause of the device not passing the operation control test was due to the device's therapy and processor pca being defective. The field service engineer replaced the device's therapy pca and processor pca. The device passed all performance assurance tests and was returned to the customer.